Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient presented to the clinic for post-operative evaluation. On (B)(6) 2017, she reported shooting pain with stimulation. The clinical diagnosis was pain with stimulation and a device diagnosis was not applicable. The patient decreased the settings secondary to this new pain and had not been receiving pain relief as a result of the reduced settings. The patient was advised to schedule for reprogramming. No actions were taken at the time of the report and the event was ongoing. The event was possibly related to the device or therapy (specifically due to programming) and was not related to the implant procedure. The date for the most recent interrogation prior to the event occurred on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. The patient was reprogrammed on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. Updated device information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported that the cause was not determined. The event resolved without sequelae on (B)(4) 2017.